Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (4.0 mg/ml at 0.6003 mg/day), marcaine (5.0 mg/ml at 0.7504 mg/day) and unknown baclofen (125 mcg/ml at 18.76 mcg/day) via an implanted infusion pump. It was reported the patient's pump needed to be replaced because it was malfunctioning by either giver the patient more or less medication. The hcp had run a dye study and other diagnostics and determined the pump needed to be replaced. It was noted the patient was not getting the relief from the medication. It was noted the issue had been going on for about a year if not longer. The patient was redirected to their hcp.